Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was not available for analysis. Engineering analysis completed by mb on 9/21/2018. Design-related issues: the design of the tri-drive modular handle has been in the field since 2009. Exactech is aware of 38 similar complaint reports involving 54 tri-drives since 2009. Because the tri-drive handle is used in anatomic and reverse total shoulder surgeries, sales data for humeral stems was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaint reports involving parts form this manufacturing lot. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this tri-drive modular reamer driver, 750-2007-026-rmr-instrument rev j, was reviewed. The risk is not captured. This document will be updated to include this failure. Refer to dcrsp-18-340 for details. Corrective actions are not required because the occurrence rate is "very low", and the rmr will be updated to capture this risk. The disassembled driver reported in experience c2018-586 was likely the result of holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly and allowed the tip to disassemble. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event. An investigation was conducted; the disassembled driver reported was likely the result of holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose form the assembly and allowed the tip to disassemble.

Event description:
It was reported from ous that during an orthopedic surgical procedure there was an issue with the modular reverse pilot tip reamer. The modular reverse pilot tip reamer slipped out after reaming with starter reamer. The patient was fine leaving the operating room. The rep was present at the surgery. Rg301619 was issued for the return of the device, but the rg# was canceled on (B)(6) 2018 with no device return. An attempt was made to request additional information from the rep and a response was received. The rep stated that no pieces of the device(s) fell into the surgical site. No other additional information was provided.